Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was provided on 09/06/2024 where it was stated this event occurred during a brostrom with left ankle internalbrace. The eyelet of the anchor was not recovered, remaining in the bone tunnel. A second 3.5mm swivelock anchor was opened to complete the case.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer pictures ((B)(4) customer photo.jpg and (B)(4) customer photo 2.jpg), which show the ar-2325bcc suture anchor, biocomposite¿ swivelock®, 3.5 x 15.8 mm, vented, without the eyelet. No damage was noted on the screw. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is improper bone preparation, misaligned insertion, prying, or leveraging the device during insertion. Direction for use. Dfu-0087-eo revision 3. G. Precautions. 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone.

Manufacturer narrative:
One unpackaged ar-2325bcc batch: 15120960 was received for evaluation. Visual inspection found that the device arrived for investigation without the eyelet. Some bent and deformation was noted on the bio/screw still on the shaft. The functional testing was performed by moving (screwing and unscrewing) the outer shaft out of the molded inner shaft; no resistance or issues were found. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is improper bone preparation, misaligned insertion, prying, or leveraging the device during insertion. The complaint allegation is confirmed based on the customer-attached pictures and the evaluation of the received device (B)(4) customer photo.jpg and (B)(4) customer photo 2.jpg), which show the ar-2325bcc suture anchor, biocomposite¿ swivelock®, 3.5 x 15.8 mm, vented, without the eyelet.

Event description:
On 08/30/2024, it was reported by an arthrex subsidiary employee via sems-06649943 that an ar-2325bcc suture anchor broke. This occurred during a case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.